Event description:
The initial reporter received a questionable elecsys estradiol iii assay (estradiol iii) result for 1 patient sample tested on the cobas e801 module. The initial result was reported outside of the laboratory. The doctor alerted the laboratory that there was an issue with the result prompting a rerun of the sample. The results did not match for progesterone and estradiol. The sample was then rerun on the module and on another module. The initial result from the module was 50 pg/ml. The first repeat result from the module was 100 pg/ml. The second repeat result from the other module was 39.6 pg/ml. This repeat result was deemed correct. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) performed an instrument check and noted that the carry-over was high. He checked the age of the measuring cells and noted that the cells were due for replacement. He replaced this part and the pinch tubing. He performed a liquid flow cleaning (lfc) with acceptable results. He performed a blank cell calibration with acceptable results. He performed mechanism and diagnostic checks which confirmed that the module was performing within specifications. The customer performed calibrations with acceptable results. The alarm trace revealed abnormal aspiration alarms which indicate poor sample quality. A "cleancell short" error message was also noted. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.